Manufacturer narrative:
(B)(6) 2006; additional information regarding the implant date was requested but not available. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise were noted on the right ventricular lead. No visible lead damage was noted during the replacement procedure and the lead was capped and replaced. The patient was in stable condition.